Event description:
Boston scientific received information that during implant procedure, this cardiac resynchronization therapy defibrillator (crt-d) displayed high out of range (oor) shock lead impedance (sli). Different vector configurations were tested but were still able to get high sli. Boston scientific technical services (tsc) used possible device issue or proximal coil conductor micro fracture. Additional information was received indicating that the cause of the oor sli measurement was not determined. The device was never in service. A new crt-d was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.